Manufacturer narrative:
Analysis was unable to perform pre-repair temperature test due to motor stalling which prevented the handpiece from functioning, therefore the allegation of overheating could not be confirmed. Upon further inspection, analysis found that the housing and motor assembly was heavily corroded with the motor bedded inside the housing. The housing and motor assembly has been replaced. The handpiece was tested and passed according to manufacturing specifications. (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was overheating. There was no delay in the procedure. There was no patient impact reported.